Event description:
The customer reported via phone call that the insulin pump alarmed failed battery tests that persisted through several battery replacements. The customer's blood glucose was 45 mg/dl, which the customer treated for with juice. She did not observe any damage or corrosion to the battery cap, battery compartment, or spring. Upon troubleshooting, the customer was advised to clean the battery cap contacts and replace the battery, after which she reported that she did not receive the failed battery test again. She was advised to monitor the device and that a replacement battery cap would be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.